Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was seeing the ¿settings not available¿ message on their controller. The patient had already tried resetting their controller, they tried decreasing and increasing stimulation and they tried switching to all the different groups they had available but, they continued to see this message on each group. The patient also confirmed their ins battery was at 70 percent. Patient services reviewed potential reasons for getting this message. The event occurred on (B)(6) 2020. The patient was redirected to follow-up with their healthcare provider (hcp). Additional information was receive from a manufacturer representative (rep) on 2020-01-17, reporting that the patient had a loss of stimulation and weren¿t able to increase their stimulation intensity with their controller. It was reported that the patient had reported tripping and falling with some regularity, but nothing of the sort that hurt them or that they thought was related to the loss of stimulation. An impedance check was done on (B)(6) 2020. There were some electrodes label ¿do not use¿ and ¿avoid¿. The patient was reprogrammed around the bad electrodes and it was reported that the issue was resolved at the time of the report. No further complications were reported/anticipated.